Event description:
The manufacturer received information alleging an issue related to a dream station auto bipap. The patient has alleging nose irritation, respiratory tract irritation, kidney disease / toxicity and reduced cardiopulmonary reserve. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.